Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (fph) service center in (B)(4). The subject neopuff was visually inspected and performance tested as per the neopuff infant resuscitation technical manual, by a qualified fph service engineer. Our analysis is accordingly based on the service report and photograph provided by the fph service center. Results: visual inspection of the supplied photograph revealed a cracked gas inlet port. A lot check revealed no other complaints of this nature for lot number 080505. We note that the subject neopuff is approximately 8 years old. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The subject neopuff was returned to hospital service after passing performance checks.

Event description:
A hospital in (B)(6) reported via a biomedical engineer that the inlet port of an rd900 neopuff infant resuscitator was cracked. A service of the device was also requested. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaininng the complaint rd900 neopuff infant resuscitator for servicing and evaluation, to determine if it had a malfunction which might have caused or contribued to the reported event. We will submit a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a biomedical engineer that the inlet port of an rd900 neopuff infant resuscitator was cracked. A service of the device was also requested. No patient consequence was reported.